Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator exhibited elective replacement indicator (eri). The battery data was 2.75 v, 3.5 kohms and the magnet rate 98.5 ppm. After clearing the eri indicator, interrogation revealed a remaining longevity of 3.75 years. The device was removed.